Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 142cm coyote es balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.